Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle disengaged from the suture but did not fall into the patient's cavity. The device was discarded by the customer. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. The status of the patient is alive with no injury.